Event description:
It was reported that the 1.5x20mmx145cm armada 14 over the wire (otw) balloon dilatation catheter (bdc) was being used in a procedure when an unspecified guide wire (gw) perforated the balloon, and it could not properly fill with contrast. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9: device available for evaluation updated from yes to no.

Event description:
Subsequent to the initially filed report, additional information was received: a 1.5x20mmx145cm armada 14 over the wire (otw) balloon dilatation catheter (bdc) was advanced over a 014 ht winn guide wire (gw) to the target occlusion in the ata. The winn guide wire was then removed so angiography could be performed through the armada balloon. The winn guide wire was then re-advanced, and re-insert through the armada bdc, which was still in the ata, when the wire was inadvertently advanced all the way through the balloon and outside of the balloon. The bdc would not be able to properly fill with contrast and was removed from the anatomy. A 2x120mmx150cm armada14 bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.